Event description:
It was reported that bd angiocath leaked. The following information was provided by the initial reporter, translated from portuguese to english: they are bending at the tip, making it difficult for the blood to flow back, so we need to remove the access and carry out a new procedure. The adverse event was observed three times today in the emergency room. Was there any harm to the patient/caregiver? (Detail) no adaptation problems leading to solution overflow and loss of access

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Anvisa report received 27 march provided information for a reportable event.

Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and lot number 3355247. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not returned for this specific incident, a thorough sample analysis could not be completed. A video sample was provided; however, the video did not show material 3833614 (captured in this record). The video showed a 22g angiocath (captured in another record, bd (B)(4)). Based on the investigation results for this incident involving the 24g angiocath, a root cause could not be determined at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information